Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by fever and abdominal pain. The break in aseptic technique was further described as touch contamination. On the same day, the patient was hospitalized for the event. On the same day, the patient began treatment with vancomycin, intraperitoneally (ip) (1 gram, 3 times per week) and ceftazidime ip (dose unknown and frequency not reported) for peritonitis. Six days after admission to the hospital, the patient was discharged. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.